Event description:
After a pacemaker implantation procedure, a pneumothorax was noted. This prolonged hospitalization for the patient. A drain was placed and the issue was resolved. The patient was discharged.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After a pacemaker implantation procedure, a pneumothorax was noted. This prolonged hospitalization for the patient. The patient was discharged. Additional information was requested but has not been received.